Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010 the patient underwent transforaminal lumbar interbody fusion and posterior fusion surgery at levels l4-l5 wherein rhbmp-2/acs was placed in the disc space and facets outside a cage. Post-op, the patient experienced progressively worsening low back and buttock pain with radiculopathy, burning and cramping in her lower extremities. Reportedly the patient underwent two revision surgeries. The patient continued to experience chronic and extreme low back pain with radiculopathy, swelling and numbness in her right lower extremity. She experiences difficulty sitting, standing and walking for extended periods, and requires a cane on occasion to assist with ambulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010: the patient was preoperatively diagnosed with l4-l5 grade 1 spondylolisthesis and stenosis and underwent l4-l5 microscopic decompression with transforaminal lumbar interbody fusion, posterior fusion ad pedicle screw. As per the op notes: ¿a sheet of bmp was placed on the contralateral side. The peek implant was filled with bmp and 1.5 cc of matrix was placed into the disk space. The implant was placed centrally. X-ray confirmed final placement of the implant. The contralateral incision was then made and carried down to the fascia. Sequential dilation was done over the l4-l5 facet. A combination of matrix and rhbmp-2/acs was placed in it.¿ the patient tolerated the procedure well without any intraoperative complications.